Manufacturer narrative:
The cause of the non-reproducible advia centaur xp troponin ultra results is unknown. A siemens service engineer went on site and performed a full system inspection. The diluter pads for the sample probe were dry and needed replacing. The fitting for the waste probe and base water sleeve were showing signs of a leak and were replaced. The pressurized manifold rp1 o-ring was worn and was replaced. The incubation ring was calibrated along with the sample, ancillary, reagent 1 and reagent 2 positions. The rp1 probe was replaced. The base reservoir had a slight leak. Luminometer dark counts were acceptable and no problems were observed with the wash dispense and aspiration. System vacuum showed no signs of leaks. The tubing from the aspirate probe 1 and probe 2 pinch values to the main waste outlet were replaced due to signs of wear. No conclusions can be drawn as to whether any of the maintenance was the cause of the non-reproducible results. The summary and explanation of the test section of the instructions for use states: "always analyze ctni results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of mi. In accord with published recommendations, serial testing of ctni at intervals of 2 to 4 hours for up to 12 to 24 hours is suggested to corroborate a single ctni result. An elevated troponin alone is not sufficient to make the diagnosis of mi. Other markers, such as ck-mb and myoglobin, can be used in conjunction with ctni results in aiding the diagnosis of mi."

Event description:
Customer observed non-reproducible advia centaur xp troponin ultra (tni ultra) results on four patient samples. Customer is routinely running patient samples in replicates. There are no reports that treatment was altered or prescribed or adverse health consequences based on the non-reproducible advia centaur xp troponin ultra (tni ultra) results.